Event description:
The customer contacted baxter's service center regarding therapy assistance, which occurred on the homechoice (hc) during use. The customers questioned on leaving the machine at connect yourself/check patient line till they were ready. The home patient (hp) had machine set up and primed. The hp wanted to know if they should press stop and leave machine until they were ready to connect later this evening. The technical service representative (tsr) advised the hp to leave machine where it is and the hp understood. The hp wanted to know why it said check patient line. Tsr explained this was a reminder message to double check the line prior to connecting to ensure it was primed. The hp then stated that the other night his patient line started to leak and they called the registered nurse (rn) who advised him to shut machine down and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp 03/29/2012 the regarding reported problem. The hp stated that they were setting the machine up for therapy later, and was priming the lines, and the fluid came out of the top. The hp stated that they found out that their patient line was lower than the setup causing extra fluid to flow out. The hp stated there were no problems with the supplies; it was caused by their error. The hp stated they do not have samples available, and they do not recall the lot numbers. The hp stated overall therapy is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The overprime - leak out of patient line is confirmed due to the cause of use error - patient connector lower than heater bag described by the home patient, which is a known cause of the issue. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.